Manufacturer narrative:
Concomitant medical products: product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the verify black belt was wore by the patient to low and was not fully expanded and was too tight around the patient. The patient received sores around her waist as a result. The healthcare provider will write a prescription for keflex and a & d ointment for the sores the patient received. The verify black belt was not worn by the patient in the correct location nor was the length fully extended around the patients waist. The patient did not adjust the black belt during her 2 week trial. The patient status was noted alive with injury. Patient had open sores from the verify black belt rubbing on the skin for up to 2 weeks during her advanced evaluation stage of the process. The patient symptoms or complications associated with this event includes pain and redness located around the patient's waist in the front and sides. There were no wounds on her back. It was later reported that the patient status was unknown. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information by the healthcare provider reports that the patient recovered without permanent impairment.